Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blistering on back/burned his whole back, it was very red and sore [burns second degree] , attached heatwrap directly to the skin, did not check skin under heatwrap during use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer on behalf of his father-in-law. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number r93219, expiration date nov2019) from (B)(6) 2017 and used for 2 to 3 days at 4 to 6 hours daily and then stopped until restarted on (B)(6) 2017 to relieve lower back pain. The patient's medical history included depression, epilepsy, acid reflux, and sciatica all from unspecified dates and unknown if ongoing. There were no concomitant medications. On (B)(6) 2017 (reported as within the last month), after wearing the heatwrap for about 2 hours, the patient started to feel a hotter sensation. Then, a little while later, it became unbearable so he removed, stating that it had burned his whole back, it was very red and sore. A few days later, it began blistering. The patient consulted a healthcare professional, his physician (doctor) for the symptoms. The patient was prescribed silver sulfadiazine (flamazine) cream 50g tube. The patient's skin tone was reported as neither light nor dark. The patient did not have sensitive skin. He had not previously used thermacare for pain relief nor other heat products such as electric heating pad, hot water bottle or microwave gel pack. While the patient was wearing thermacare, he attached the adhesive to body, attached directly to the skin (as instructed on packet) worn for 3 hours. He did not engage in exercise while using the product. The patient did not check his skin under the product while wearing the heatwrap. He read the instructions on thermacare before using the product. The patient was not taking any medications (including over the counter, herbal , nutritional or applied to the skin) during the time the problem/symptom was experienced. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included silver sulfadiazine (flamazine) 50g tube, applied 2 times daily as prescribed by the patient's physician. No hospitalization was required as a result of the event. Clinical outcome of blistering on back/burned his whole back, it was very red and sore was not resolved. The outcome of "attached heatwrap directly to the skin, did not check skin under heatwrap during use" was unknown. The patient's lawyer contacted pfizer regarding compensation for the patient's events. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017) new information received from a contactable consumer includes: patient details, past medical history, updated suspect product, added suspect product indication, suspect product start/stop dates, action taken with suspect product event outcome, event start date, reaction data (updated event thermal burn to burns second degree and added event intentional device misuse) therapeutic measures taken and no hospitalization required. Follow-up ((B)(6) 2017): new information reported from the product quality complaint group includes: investigation results. Follow-up ((B)(6) 2017): follow-up attempts completed. No further information expected. Follow up ((B)(6) 2017): new information received from the patient's lawyer includes: the patient's lawyer contacted pfizer regarding compensation for the patient's events. Updated evaluation codes in device medwatch information. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blister" "attached directly to the skin/did not check his skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of "attached directly to the skin/did not check his skin under the product while wearing the heatwrap" which most likely contributed to this incident.

Event description:
Event verbatim [preferred term] blistering on back/burned his whole back, it was very red and sore [burns second degree] , attached heatwrap directly to the skin, did not check skin under heatwrap during use [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer on behalf of his father-in-law. A (B)(6) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back and hip) (device lot number r93219, expiration date (B)(6) 2019) from (B)(6) 2017 and used for 2 to 3 days at 4 to 6 hours daily and then stopped until restarted on (B)(6) 2017 for lower back pain. The patient's medical history included depression, epilepsy, acid reflux and sciatica all from unspecified dates and unknown if ongoing. There were no concomitant medications. On (B)(6) 2017 (reported as within the last month), after wearing the heatwrap for about 2 hours, the patient started to feel a hotter sensation. Then, a little while later, it became unbearable so he removed, stating that it had burned his whole back, it was very red and sore. A few days later, it began blistering. The patient consulted a healthcare professional, his physician (doctor) for the symptoms. The patient was prescribed silver sulfadiazine (flamazine) cream 50g tube. The patient's skin tone was reported as neither light nor dark. The patient did not have sensitive skin. He had not previously used thermacare for pain relief nor other heat products such as electric heating pad, hot water bottle or microwave gel pack. While the patient was wearing thermacare, he attached the adhesive to body, attached directly to the skin (as instructed on packet) worn for 3 hours. He did not engage in exercise while using the product. The patient did not check his skin under the product while wearing the heatwrap. He read the instructions on thermacare before using the product. The patient was not taking any medications (including over the counter, herbal , nutritional or applied to the skin) during the time the problem/symptom was experienced. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included silver sulfadiazine (flamazine) 50g tube, applied 2 times daily as prescribed by the patient's physician. No hospitalization was required as a result of the event. Clinical outcome of the event was not resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (28aug2017) new information received from a contactable consumer includes: patient details, past medical history, updated suspect product, added suspect product indication, suspect product start/stop dates, action taken with suspect product event outcome, event start date, reaction data (updated event thermal burn to burns second degree and added event intentional device misuse) therapeutic measures taken and no hospitalization required. Company clinical evaluation comment: based on the information provided, the event of "burn blister" "attached directly to the skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of "attached directly to the skin" which most likely contributed to this incident., comment: based on the information provided, the event of "burn blister" "attached directly to the skin" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of "attached directly to the skin" which most likely contributed to this incident.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blistering on back/burned his whole back, it was very red and sore [burns second degree] , attached heatwrap directly to the skin, did not check skin under heatwrap during use [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his father-in-law. A (B)(6)-year-old male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip) (device lot number r93219, expiration date (B)(6) 2019) from (B)(6) 2017 and used for 2 to 3 days at 4 to 6 hours daily and then stopped until restarted on (B)(6) 2017 to relieve lower back pain. The patient's medical history included depression, epilepsy, acid reflux, and sciatica all from unspecified dates and unknown if ongoing. There were no concomitant medications. On (B)(6) 2017 (reported as within the last month), after wearing the heatwrap for about 2 hours, the patient started to feel a hotter sensation. Then, a little while later, it became unbearable so he removed, stating that it had burned his whole back, it was very red and sore. A few days later, it began blistering. The patient consulted a healthcare professional, his physician (doctor) for the symptoms. The patient was prescribed silver sulfadiazine (flamazine) cream 50g tube. The patient's skin tone was reported as neither light nor dark. The patient did not have sensitive skin. He had not previously used thermacare for pain relief nor other heat products such as electric heating pad, hot water bottle or microwave gel pack. While the patient was wearing thermacare, he attached the adhesive to body, attached directly to the skin (as instructed on packet) worn for 3 hours. He did not engage in exercise while using the product. The patient did not check his skin under the product while wearing the heatwrap. He read the instructions on thermacare before using the product. The patient was not taking any medications (including over the counter, herbal , nutritional or applied to the skin) during the time the problem/symptom was experienced. Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included silver sulfadiazine (flamazine) 50g tube, applied 2 times daily as prescribed by the patient's physician. No hospitalization was required as a result of the event. Clinical outcome of blistering on back/burned his whole back, it was very red and sore was not resolved. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017) new information received from a contactable consumer includes: patient details, past medical history, updated suspect product, added suspect product indication, suspect product start/stop dates, action taken with suspect product event outcome, event start date, reaction data (updated event thermal burn to burns second degree and added event intentional device misuse) therapeutic measures taken and no hospitalization required. Follow-up ((B)(6) 2017): new information reported from the product quality complaint group includes: investigation results., comment: based on the information provided, the event of "burn blister" "attached directly to the skin/did not check his skin under the product while wearing the heatwrap" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. In the case narrative there is evidence of "attached directly to the skin/did not check his skin under the product while wearing the heatwrap" which most likely contributed to this incident.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] blistering on back/burned his whole back, it was very red and sore/ burns, blisters [burns second degree] , attached heatwrap directly to the skin, did not check skin under heatwrap during use [intentional device misuse] , scar [scar] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his father-in-law, legal representative and an insurance representative. A (B)(6)-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number r93219, expiration date nov2019) from (B)(6) 2017 and used for 2 to 3 days at 4 to 6 hours daily and then stopped until restarted on (B)(6) 2017 to relieve lower back pain. The patient's medical history included depression, epilepsy, acid reflux and sciatica all from unspecified dates and unknown if ongoing. There were no concomitant medications. On approximately (B)(6) 2017, after wearing the heatwrap for about 2 hours, the patient started to feel a hotter sensation. Then, a little while later, it became unbearable so he removed, stating that it had burned his whole back, it was very red and sore. A few days later, it began blistering. The patient consulted a healthcare professional, his physician (doctor) for the symptoms. The patient was prescribed silver sulfadiazine (flamazine) cream 50g tube. The patient's skin tone was reported as neither light nor dark. The patient did not have sensitive skin. He had not previously used thermacare for pain relief nor other heat products such as electric heating pad, hot water bottle or microwave gel pack. While the patient was wearing thermacare, he attached the adhesive to body, attached directly to the skin (as instructed on packet) worn for 3 hours. He did not engage in exercise while using the product. The patient did not check his skin under the product while wearing the heatwrap. He read the instructions on thermacare before using the product. The patient was not taking any medications (including over the counter, herbal , nutritional or applied to the skin) during the time the problem/symptom was experienced. The patients legal and insurance representative reported in claim notification form "patient (claimant) who was retired stated that the accident date was approximately (B)(6) 2017. It was reported that the claimant suffered burns, blisters and a scar. The claimant did not take any time off work as a result of the accident. The claimant sought medical attention on (B)(6) 2017. The patient did not attend hospital. It was reported that a medical professional recommended the claimant should undertake rehabilitation such as physiotherapy (current symptoms to be confirmed) and the claimant had rehabilitation needs arising out of the accident, claimants current symptoms to be confirmed. The claimant was using a thermal heating pad for back pain, the product overheated and burned and blistered the claimants back. The claimant sustained his injuries as a direct result. It was not known whether the accident was reported to anyone. The claimant believed that pfizer was to blame: the circumstances speak for themselves. Failing to comply with the consumer protection act 1987. Failing to cause the product to be checked and/or inspected before selling the same when the product was in a seriously defective condition. Failing to ensure that the quality control system of the manufacturing of the product was adequate to discover defects such as that which caused the product to be dangerous. Failing to warn the claimant of the danger presented by the defect. Failing to take any or any adequate care for the safety of the claimant. Breaching the sales of goods act 1979. The claimant has not undertaken a funding rearrangement". Action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. Therapeutic measures taken included silver sulfadiazine (flamazine) 50g tube, applied 2 times daily as prescribed by the patient's physician. No hospitalization was required as a result of the event. Clinical outcome of burn blister was not resolved. The outcome of the other events was unknown. The patient's lawyer contacted pfizer regarding compensation for the patient's events. The product quality complaint group reported that the root cause category is non assignable (complaint not confirmed). The complaint description is not providing enough information about the defect or safety event. The plant has reviewed batch r93219 from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. The product effect may vary with each individual. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017) new information received from a contactable consumer includes: patient details, past medical history, updated suspect product, added suspect product indication, suspect product start/stop dates, action taken with suspect product event outcome, event start date, reaction data (updated event thermal burn to burns second degree and added event intentional device misuse) therapeutic measures taken and no hospitalization required. Follow-up ((B)(6) 2017): new information reported from the product quality complaint group includes: investigation results. Follow-up ((B)(6) 2017): follow-up attempts completed. No further information expected. Follow up ((B)(6) 2017): new information received from the patient's lawyer includes: the patient's lawyer contacted pfizer regarding compensation for the patient's events. Updated evaluation codes in device medwatch information. Follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2018 and (B)(6) 2018): this is a follow-up report combining information from duplicate reports (B)(4). The current and all subsequent follow-up information will be reported under manufacturer report number (B)(4). The new information reported from contactable consumers (legal representative and an insurance representative) includes: claim notification form, additional event: scar, and events onset date. Follow-up attempts are completed. No further information is expected.

Event description:
Burned his whole back [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer on behalf of his father-in-law. A male patient of an unspecified age and ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number r93219, expiration date nov2019, from an unspecified date to an unspecified date at an unknown frequency for an unspecified indication. The patient medical history was not reported. He patient's concomitant medications were not reported. It was reported three to four hours after applying the product, the patient had to remove it, stating that it had burned his whole back on an unspecified date with outcome of unknown. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of " burned his whole back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burned his whole back" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.